Manufacturer narrative:
(B)(4). Follow up report will be filed if add'l info becomes available.

Event description:
It was reported that while in the cath lab, the md inserted the sheath into the patient's right femoral artery. The intra-aortic balloon ('iab') was prepped per instruction. The clinician stated that they applied negative pressure twice, but the md had a very difficult time removing the iab from the tray. As the iab was being removed from the tray, the protective green plastic tube (to protect the membrane) came out of the tray along with the iab. They removed the green plastic tube from the iab and tried to insert it through the sheath, however, the membrane unwrapped prematurely. As a result, the md requested another iab-05840-lws and this iab was prepped and inserted successfully. There were no reported patient complications.